Manufacturer narrative:
One syringe infusion pump was returned for evaluation. Visual inspection of the device found the top case chipped on corners, cracked bottom case by l-bracket and right plunger case, as well as a crooked display. Device was then powered on; blank screen noted with constant alarm, confirming the reported customer complaint. It was noted to be due to contamination on the main board, which was then replaced. The problem source was determined to be user interface; customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface.

Event description:
Information was received that upon turning the unit on, it sounds an alarm- all leds light up and the screen is bright but blank. Unknown patient involvement was reported.